Event description:
It was reported the programmer displayed an error message advising the connection was lost. The programmer was returned for repair. The programmer rf (radio-frequency) head was returned with the programmer. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based in part on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer passed electrical testing, with no related error or connection problem found. Several error messages were found in the programmer history logs, and the paint of the bezel was peeling off in four different areas. (B)(4) analysis found the programmer rf (radio-frequency) head failed electrical testing, which is likely related to the reported error message advising a lost connection. The cable was out of specification. The label backing was also missing.